Event description:
Resident was discovered out of bed, with head caught between the side rail and the mattress, and expired.

Event description:
Add'l info rec'd from MFR 11/20/02: kci asked the initial reporter for more info to facilitate kci's investigation, but personnel at the facility directed the inquiries to their legal counsel, who indicated that he did not have any add'l info about the pt or the incident. A kci service technician located the device, performed a field investigation and found the mattress system to be functioning according to specifications. No product problems were found. (Please see the supplemental report form 3500a).